Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing an unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) was contacted by national answering system (nas) regarding a patient with a pump alarming. The patient was in the hospital for a medi cal procedure unrelated to the pump and the pump started alarming every 10 minutes. Technical services reviewed info on alarm specs and possible reasons for a critical alarm. The rep later called back stating the healthcare provider (hcp) interrogated the pump and there were no alerts and no indication of a pump alarm; hcp mentioned that pre-op area was "very noisy." The patient kept insisting that the alarm was still going off every 10 minute or so and stated that they knew what the pump alarm sounded like. Others in the environment had not heard the alarm. Hcp did a pump alarm test to play the critical alarm and the patient said the first sound they had heard was a "different beep" but another time it sounded like the critical alarm. The hcp exited the programming session and interrogated the pump again; there were still no alerts and pump logs did not show any active alarms. Reviewed that they should consider that the sound was coming from something other than the pump.